Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where all stations were in auto critical override due to patient information delay notice being triggered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The serial number, UDI and manufacturing date details were kept blank since the given asset information found to be 'enterprise user/form mgmt lic 21-40mains'. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the pyxis medstation had a communcation issue and were in auto critical override mode. A technical support specialist made an effort to connect from adt to cce and verified that adt messages began to be transmitted for this facility on the es server. The system functioned as intended after the technical support specialist troubleshot the device.